Event description:
Customer was experiencing hypoglycemic symptoms and attempted to use the device, but it would not turn on. Due to the customer's inability to focus and feeling weak, her husband had to help her drink juice and eat crackers to elevate her blood glucose. No medical treatment was received. Requested return of suspect device and replacement was sent.